Manufacturer narrative:
It was reported that the electrode - patch - universal 2 channel left burnt marks on the patient's skin. The electrode was unable to be inspected because it was not returned. We were able to perform some level of inspection as the patient offered images that we were able to inspect. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such asskin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported that, on (B)(6) 2025, while the patient was sitting down in a chair noticed burn marks on their skin while wearing the electrode - patch - universal 2 channel. The patient stated that burn marks were on the skin where the wires extended. The patient didn't know if the device ever was hotter than normal. However, the patient believed that the electrode - patch - universal 2 channel was the cause of the burn marks. The electrode - patch - universal 2 channel was never exposed to moisture. The patient reported that they kept the burn area clean and was going to see their doctor if the pain continues. Later the patient said the pain felt like an electrical shock along with their skin feeling like it was on fire. If the pain didn't improve, they would have gone to the emergency room (ER). Additional information was received on 15 august 2025. The patient did seek medical attention and the area was covered after and unknown ointment was place. The patient didn't know if the ointment was a prescription, however, the patient was not given a prescription after seeing their doctor. Additional information was requested to clarify medical treatment however, they were unsuccessful.